Manufacturer narrative:
(B)(4). Implant date-5 years ago. Medical products: e-poly acetabular liners # item ep-108323, lot 246370. Cocr modular head # item 11-363660, lot 063470. (B)(4). Review of scanning electron microscopy data and photographic images confirms the event. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 5 years post-implantation due to a fractured acetabular liner. The sem analysis results revealed that the femoral head and stem showed in-vivo corrosion. Attempts to obtain more information have been made; however, none is available.